Manufacturer narrative:
The v680 is an exported device and not available for commercial distribution in the united states. This is not reportable to FDA and was reported in error. (B)(6) 2018.

Manufacturer narrative:
Date of report: 26jul18. Date received by manufacturer: 1jun18. The v680 is an exported device and not available for commercial distribution in the united states. This is not reportable to FDA and was reported in error.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported, "non funziona touchscreen". There was no patient involvement.